Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, error codes related to the blower motor were found in the ventilator's downloaded error log. The device's blower assembly was replaced to address the issue.